Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. There were no medication changes that preceded the onset of the event. There was no pt manipulation or trauma to the device site that could have contributed to the reported event. The relationship between the increase in seizure activity and vns therapy is unk at this time. It is unk if the increase is above pre-vns baseline. The medical professional mentioned that there may be hormonal factors contributing to the reported event. X-rays were taken and reviewed by the manufacturer. No obvious anomalies were identified that could be contributing to the reported adverse event. No interventions were planned or taken at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.